Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and tooth extraction ('dental issues have required the extraction of two teeth') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test following insertion of essure micro-insert" and device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. In 2010, the patient was found to have a pregnancy with contraceptive device ("she was pregnant"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding and clotting"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), headache ("severe headaches"), fungal infection ("monthly yeast infections"), urinary tract infection ("increase in the occurrence of urinary tract infections"), fatigue ("chronic fatigue"), memory impairment ("decrease in memory capabilities"), rash ("skin rashes") and infection ("infection") and underwent tooth extraction (seriousness criterion medically significant). The patient was treated with surgery (extraction of two teeth and microsurgical tubal anastomosis-essure reversal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, tooth extraction, pelvic discomfort, heavy menstrual bleeding, abdominal pain, back pain, abdominal distension, dyspareunia, headache, fungal infection, urinary tract infection, fatigue, memory impairment, rash and infection had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, fatigue, fungal infection, headache, heavy menstrual bleeding, infection, memory impairment, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, rash, tooth extraction and urinary tract infection to be related to essure. The reporter commented: following the birth of her last child in (B)(6) 2010, plaintiff underwent a procedure to place filshie clips or hulka clips to prevent additional pregnancies. The patient sought treatment for her symptoms physician recommends removal of the devices to control her symptoms, including hysterectomy. Procedure performed during removal: microsurgical tubal anastomosis ¿ essure reversal. Diagnostic results: following the essure birth control device implantation procedure, a hysterosalpingogram (hsg) test for satisfactory placement of both essure coils and full occlusion of both tubes was not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') and tooth extraction ('dental issues have required the extraction of two teeth') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test following insertion of essure micro-insert" and device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. In 2010, the patient was found to have a pregnancy with contraceptive device ("she was pregnant"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding and clotting"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("abdominal bloating"), dyspareunia ("pain during intercourse"), headache ("severe headaches"), fungal infection ("monthly yeast infections"), urinary tract infection ("increase in the occurrence of urinary tract infections"), fatigue ("chronic fatigue"), memory impairment ("decrease in memory capabilities"), rash ("skin rashes") and infection ("infection") and underwent tooth extraction (seriousness criterion medically significant). The patient was treated with surgery (extraction of two teeth and microsurgical tubal anastomosis-essure reversal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, tooth extraction, pelvic discomfort, heavy menstrual bleeding, abdominal pain, back pain, abdominal distension, dyspareunia, headache, fungal infection, urinary tract infection, fatigue, memory impairment, rash and infection had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, back pain, dyspareunia, fatigue, fungal infection, headache, heavy menstrual bleeding, infection, memory impairment, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, rash, tooth extraction and urinary tract infection to be related to essure. The reporter commented: following the birth of her last child in (B)(6) 2010, plaintiff underwent a procedure to place filshie clips or hulka clips to prevent additional pregnancies. The patient sought treatment for her symptoms physician recommends removal of the devices to control her symptoms, including hysterectomy. Procedure performed during removal: microsurgical tubal anastomosis ¿ essure reversal diagnostic results: following the essure birth control device implantation procedure, a hysterosalpingogram (hsg) test for satisfactory placement of both essure coils and full occlusion of both tubes was not performed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Case is upgraded to serious incident. Reporter information , date explanted added. Product removal details updated and rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.